Event description:
Follow up identified the patient¿s scs ipg was explanted and replaced. In addition, during the replacement procedure the patient complained of some discomfort at the ipg site. The physician revised the ipg pocket and moved it a few inches above the original site.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish any connection between the scs charger the ipg. A replacement charger was sent ot the patient but the issue persisted. Follow up identified the patient stated she has not had or used the scs stimulation in over a year. The patient's scs ipg was deemed inoperable. Surgical intervention may be taken to address the issue.